Event description:
Information received from the field notes that the patient was admitted to the hospital for fatigue and a slow heart rate. Interrogation found the device in back-up mode. Reprogramming and interrogation restored normal function. The next day the device could not be interrogated and was therefore replaced.